Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were not provided for the devices, therefore the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. When add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It was reported that the pt received a dynesys implant generic (exact date not reported) and underwent revision surgery (date not provided) due to pseudoarthrosis.